Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. No evaluation possible. The instrument in question has not been returned. A review of the device history records revealed no anomalies. Lot 21403-1 was found to be manufactured and released in accordance with the device master record.

Event description:
The leucadia driver broke while tightening set screws.